Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all the operating current test. No black screen, unexpected low battery, failed battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a broken reservoir tube lip, a missing black o-ring/seal from the inside reservoir tube and cracked battery tube threads. The pump was programed to alarmed low reservoir, and the low reservoir alarm functioned properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test without a low reservoir alarm. Customer's blood glucose level was 128 mg/dl. After troubleshooting the insulin pump did not alarm failed battery test. The customer inserted 5 different batteries and the screen was black. It did not matter what button she pressed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.